Event description:
It was reported that a patient underwent an unknown gastric cancer surgery on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off of the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of this suture needle pull off event? The surgery was completed without problem. The following information was requested, but unavailable: was the needle piece removed from the patient during the same procedure? No further information is available. What medical/ surgical intervention was provided? No further information is available. What is the condition of the patient? No further information is available. What tissue/ location was suturing when pull off occurred? No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Events reported in 2210968-2021-13006.